Event description:
Patient underwent cataract surgery on 03/25/99, and implantation of staar model aq-2003v intraocular lens in the right eye. After the insertion process, the surgeon noticed the capsule was torn. The lens was removed, a vitrectomy was performed, and another posterior chamber lens was implanted. Preop visual acity was 20/25 and pressure was 14 mm. Post operative day 14 visual acuity was 20/25 and pressure was 17 mm. Two months post-op, the patient had retinal detachment and scleral buckle. One month sclear buckle vasc was 20/80, 20/30 ph and pressure was 17 mm. Prognosis is "she is doing well."